Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead appears to be intermittent under-sensing and it was also noted that there was low amplitude p wave measurement. The ra lead remains in use. No patient complications have been reported as a result of this event.